Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. Correction to d(4): sequence number changed from unavailable to 010302-03601.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating when not on the charger. It was also mentioned that the pdm is not holding a charge.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.